Event description:
It was reported that intermittently the customer alleged that the pump software did not accurately adjust the amount of insulin delivered which resulted in the customer experiencing fluctuating blood glucose (bg) levels that ranged from 20 mg/dl to ¿high¿ on the continuous glucose monitor. The customer¿s husband and daughter provided assistance to the customer to treat the high bg with a bolus via the pump, and providing assistance in consuming carbohydrates and glucose tablets to treat the low bg. Tandem technical support requested the customer upload the pump for further investigation; however, the customer declined. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.